Event description:
A written report was received from baxter for overinfusion of desferrioxamine. The report stated that the infusion on a pt was completed 28 hours early. The infusor was connected by the "community nurse" at 0745 in 2003 and the next day at 1600. When family member picked the pt up from school, family member noted that the infusor was completely empty. At that time the pt complained of a "severe tummyache" and was admitted to the hospital for an overnight stay. While in the hospital, the pt received ibuprofen and calpol (equivalent to acetaminophen) for pain. The next morning, the pt's pain was relieved and pt was discharged from the hospital. Further info noted that the "flow was verified at fill; the tubing was examined for air bubbles after fill; and the flow restrictor was not taped to the pt's skin". The pt's access site was at the breast bone with a bard portacath, 20 ga, 0.75 length needle.